Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after fill the cartridge with 120 units of insulin. Customer's blood glucose level was 144 mg/dl. Reportedly, the customer was able to successfully fill and load a new cartridge.